Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert code 72 for vsense audio/vibration, which was verified in device history, and a restart was attempted with preserved settings and therapy resumption expectations; the alert recurred and the pump was shut down and replaced, with the patient instructed to use backup therapy and continue cgm via the dexcom app. Symptoms included no reported adverse clinical effects and blood glucose was 161 mg/dl without impact. Outcomes included a temporary interruption of insulin delivery and a return to backup therapy until replacement was obtained, with data not transferring to the new device and a standard startup required. Investigation included history review, guided troubleshooting, verification of charge status, restart attempt, and confirmation of persistent alert after restart. Investigation of this device revealed a recurrent device alert consistent with a malfunction of the audio/vibration system, with the alert persisting after restart, leading to device replacement. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.